Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, his vision seems "way off" since surgery. His reading up close is good, but intermediate and distance are not. When reading letters on the tv he sees either a double image or a ghosting of the letters with both eyes, but the right eye is worse than the left eye. He cannot drive at night due to glare. He also has intermittent flashes and his surgeon told him those were normal and would subside. He has sought a 2nd opinion and was presented with 3 options, rotation of lens, swapping it out, or prk. He has been given and rx for glasses to try in the meantime with follow up with the 2nd opinion doctor in 2 months. No further information is expected as the consumer requested that the surgeon not be contacted. There are two medical device reports associated with this consumer. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient has had a yag. He was informed by his surgeon that the brain can take 6-12 months to adapt.